Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the desktop charger (dtc) connector pin was broken and the implantable neurostimulator recharger (insr) antenna looked worn out and dirty from using patches to hold onto the patient's skin while charging. They use adhesive bandage since the patient cannot tolerate using the shoulder harness. No patient symptoms were reported. A replacement dtc and recharger antenna was sent. Additional information was received from a healthcare provider (hcp) reporting they received the equipment and needed instructions. When they have the recharger on the patient's device, the recharger shows the implantable neurostimulator (ins) is 90-100% charged icon. After replacing the patient programmer (pp) batteries, the patient's ins was off and ok. They turned stimulation on and the patient stopped shaking. The issue was resolved.